Event description:
It was reported that the pt underwent an unspecified spinal procedure from the thoracic to the ilium with posterior fixation. It was reported there was a distal iliac connector slippage at unknown time post op. No revision surgery is planned. Treatment plan is pt observation. There are no reports of pt pain or symptoms.

Event description:
The patient underwent a revision surgery five months post-op to remove the construct.

Manufacturer narrative:
(B)(4). Review of radiographic images show a complex construct from approx t4 to the ilium. The right iliac screw has come loose. A review of the device history records for this device was not possible without additional device info. The device was not returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Visual and optical review of set screw witness marks on connector post appear to show witness mark not fully formed due to plastic deformation after tightening. The connector post material deformation noted is in line with setscrew witness marks, and is consistent with connector/setscrew assembly overcome by tensile forces in vivo. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.